Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the clamps and sleeves in the reported problem area of the pipette assembly. The plunger clamp, tip clamp, three lld contact springs and a #2-pole cable were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.